Manufacturer narrative:
The complaint cannot be verified. The product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The bolus functions of the pump were tested on the diagnostic test system and meet the specifications. The adapter passed the optical inspection. The received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The returned used headset and transfer set were visually inspected and tested for flow and tightness. The test results were within specifications.

Event description:
On (B)(6) 2013, patient reported she's had unexplained hyperglycemia of up to 450 mg/dl since she started a new infusion device. Her normal blood glucose is under 150 mg/dl, and she treats hyperglycemia with insulin injections. She changed the cartridge, infusion set, battery, and insulin vial multiple times, but this did not resolve the concern. She does not change the adapter or cartridge per specification and was advised on the manufacturer recommendations for each. Patient believes the infusion device does not get enough power from the battery and this causes inaccurate bolus delivery. The infusion device was replaced, and the infusion device, infusion set, cartridge, and adapter were requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue. Patient called on (B)(6) 2013, to provide additional information. Since switching to the backup infusion device, she can now feel insulin being delivered when she programs a 2.0 unit bolus. She was unable to feel this with the alleged infusion device.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA.